Event description:
It was reported that the patient was unable to communicate with the ipg and imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were pulled down to original placement and the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.